Event description:
A customer initially reported a battery/no power issue with the adc device and was unable to test due to the reader not powering on with button press or test strip insertion. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms of hypoglycemia, loss of vision, seizure, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided glucagon and glucose serum injection intravenously as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader and no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.